Event description:
Patient presented to the physician with a burning sensation from the clavicle to the neck incision that presented on (B)(6) 2022. Patient reported undergoing 2 MRI scans in the past few weeks with the last MRI performed on (B)(6) 2022. Physician discontinued therapy. Patient presented back to the physician with pain and concern of burning sensation at the ipg site on (B)(6) 2023. Physician brought the patient into the or one week later and removed the entire inspire system.